Manufacturer narrative:
The alleged complaint could not be confirmed. The provided incident report states that this patient was revised resulting from "surgeon preference regarding patient condition." Microport post market quality contacted the reporting sales representative regarding the possible causes concerning the described patient condition, but the sales representative did not provide any additional information related to this event. Review of the device history record (DHR) for this lot indicates that these products met all established acceptance criteria throughout the manufacturing process. Review of historical complaint data reveals no lot trends for any complaint modes. There is not enough information to investigate this complaint. No information regarding a product failure or any specific complications were made available. This investigation will be reopened if additional information is received.

Event description:
Allegedly, patient was revised due to unknown reasons.

Manufacturer narrative:
Additional information received on 04/21/2023, please void the following report due to this component was not revised and there is not alleged deficiency against the device.